Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6)2022 with good pain relief. On (B)(6)2022 the patient presented to the doctor for a follow up and complained of discomfort at the site of the implant. Per the doctor. The patient was evaluated and came to the conclusion that the patient's pre-existing connective tissue disorder caused the nalu implant to erode toward the surface of the skin, causing the patient discomfort. On (B)(6) 2023 a surgical revision was performed to place the ipg and leads in a more optimal depth for the patient comfort. Patient has since reported the discomfort has resolved and has returned to getting good pain relief.